Event description:
It was reported the patient was being referred for a prophylactic battery replacement. Additional information was later received indicating the patient went into clinic complaining of pain around the electrode site in the neck. The generator was disabled and the pain went away. After the device was turned back on, the use of the magnet was painful to the patient. It was stated that diagnostics were indicated to be okay. It was stated the patient would sleep with magnet on the left wrist at night which is suspected to cause them to accidently activate stimulation at night leading to pain and sleep disturbances. Magnet activations were reviewed on the programmer and found that they were occurring in the middle of night. Based on these events, it is suspected the magnet is being overused leading to a sensitive nerve during stimulation. The surgeon and neurologist have decided to turn the device off for a period of time and give the patient steroids. The steroids were indicated to be for patient comfort and if the nerve was inflamed they would be used to treat that. If the problem does not resolve, the patient will be taken to surgery. Additional information was received that the patient was seen back in clinic after the device being left off for some time and the neck pain had subsided and placing the patient on steroids. It was indicated that the device will remain off another period of time and suspect the nerve was in fact inflamed. No known surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Additional information was received that even after device was disabled, the pain returned therefore the device was explanted per the physician.